Manufacturer narrative:
(B)(4).

Event description:
It was reported a recent merlin transmission revealed noise that was experiencing inhibition of pacing. It was discussed there is a possibility of myopotential oversensing. Post-paced t-wave oversensing was also reported. Turning the low frequency attenuation filter off was recommended. It was suggested to consider induction testing to evaluate the new sensitivity settings. The patient will be monitored with routine follow-up.